Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported, that a cartridge alarm occurred during insulin delivery. Bolus was delivered to address elevated bg level. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 385 mg/dl.